Event description:
It was reported that during a photoselective vaporization of the prostate, the metal tip was loose and rotated freely after 122,059 joules of use. The procedure was completed with a second fiber without patient complications.